Event description:
Attempts to advance the guidewire into the vein with multiple stenotic areas was met with resistance. Upon retracting the guidewire, the tip fractured immediately below the skin surface, requiring a cut-down procedure to remove the retained device fragment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.